Manufacturer narrative:
.

Event description:
Customer reported an overinfusion of doxorubicin. The intended infusion rate was 42 ml/hr for 24 hours with a vtbi of 1000 ml. The customer reported the 1000 ml infused in 8 hours and unable to assess if pt harm occurred, because for the type of cancer the pt has, an 8-hour infusion is inappropriate therapy, rather a 24-hour infusion is indicated. No medical intervention required. The pcu, lvp event logs and the data set were received. A follow up report will be filed upon completion of the investigation.